Event description:
It was reported the laparoscope, gynecologic had a green image. The issue found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit ((charged coupled device) is broken, the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to a r-unit (charged coupled device) is broken should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.